Manufacturer narrative:
Correction: in the previously submitted MDR, brand name and type of reportable event were incorrectly referenced as the medical device expiration date and device manufacture date. This supplemental MDR is being submitted to correct those references to show the following: medical device expiration date. Device manufacture date.

Event description:
It was reported that two unspecified bd¿ pen needles were clogged.

Manufacturer narrative:
The manufacturing location for this product is unknown. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary : preliminary investigation (pi-12-0019-dl) was concluded by the (B)(4) site on january 23, 2013. The investigation determined that no manufacturing lines were identified to contribute to np end pen needle bends. Also, within pi-12-0019-dl, a study was performed on improper installation of pen needles on pen devices. The conclusion of this study determined if pen needles are installed on a pen device on an angle, the np end of the pen needle can bend and/or break. Therefore, concluding this issue may be user related as the pen needled is not being properly installed per IFU. Per discussion with sanofi aventis, it was conveyed that the over whelming majority of bent pen needle complaints are due to misuse of the product while installing the pen needle on to the pen device. Sanofi aventis explained: during a teleconference call on (B)(6) 2013, that patient end users (non-professional) encounter the np end bent pen needle problem much more frequents then the medical professional end users usually a result of insufficient patient training. So, based on sanofi aventis¿ information and a review of bd pen needle compatibility documentation, lack of compatibility of bd pen needle on sanofi pen device was determined not to be a cause of the np end bent pen needle issue. Investigation conclusion: the investigation determined that no manufacturing lines were identified to contribute to np end pen needle bends. The conclusion of this study determined if pen needles are installed on a pen device on an angle, the np end of the pen needle can bend and/or break. This issue may be user related as the pen needled is not being properly installed per IFU. Root cause description: this issue may be user related as the pen needle is not being properly installed per IFU.

Event description:
It was reported that two unspecified bd¿ pen needles were clogged.